Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The customer answered the following questions: was there any delay in the start of precleaning? (Was there any delay between the end of clinical use and the start of precleaning?) No. Was water aspirated through the instrument channel? No. Were there any abnormalities in the accessories used for reprocessing? No, the normal manual cleaning and brushing at our custom ultrasonic scope assist flushing endo sink. Has the instrument channel outlet been wiped/brushed with clean lint-free cloths, brushes, or sponges? Yes. Has the instrument channel, instrument channel port, and suction cylinder been cleaned with a brush? Yes. Do you have any idea about when the foreign material adhered to the endoscope? No . Is there any possibility that the endoscope was used for the procedure with the foreign material attached to it? No, the physician opened the scope for procedure, after connecting the scope she did a check of the scope before inserting it in the patient and noticed the black substance. The scope was tagged for repair and new scope was opened. Do you have any idea about what the foreign material is? No . Were there any problems with the reprocessing procedure (pre-cleaning, manual cleaning)? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the cysto-nephro videoscope presented with a black foreign substance coming out of the scope. There were no reports of patient harm associated with this event.